Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient stated it did not work, it was a waste of time and money. The patient noted once they found out it did not work, they were stuck with the implant, unless they wanted to have another surgery to remove the worthless implant. There were no further complications that have been reported as a result of this event.